Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Customer stated no further information was available.

Event description:
It was reported that on 11nov2020 at 1500 a pca 8120 over infused ".2mg hydromorphane" with a loading dose of .4mg in a 50 ml syringe. The lockout was set at 15min pca dose. It was raised to .3mg at 7:36 am pst on (B)(6) 2020. It was stopped at 1048pm pst when the nurse noticed there was 25 ml left in the syringe but the pump said it only infused 20 ml. Patient was stated to have become, "confuse/paranoid" as a result. Customer stated there was no further information available. Tubing was discarded.

Manufacturer narrative:
Additional information: b.5, d.4. The customer¿s reported the nurse noticed there was 25ml left in the syringe, but the pump showed it only infused 20ml was partially confirmed. The logs did confirm that 20ml was infused; however, the volume remaining in the syringe that was observed by the nurse could not be confirmed. The review of the pcu error log showed no errors or malfunctions on the reported incident date the review of the pcu event identified two infusions programmed for hydromorphone (drug ID 111). There were no obvious programming errors. The first programming occurred on (B)(6)2020 at 3:04 pm. The user selects a bd 50ml syringe with an initial volume of 38.3499ml. The log indicates the user programs a loading dose of 0.4mg (0.8ml). The logs record the loading dose is delivered. The second programming occurs on (B)(6)2020 at 3:17 pm. The user selects bd 50ml syringe with a volume of 50.0533ml. The log records the patient make 36 pca requests that are delivered, for a total volume infused of 19.2ml the calculated volume infused from the two programmed infusions is 20ml testing performed on the source pca module found the device operating in specification. The root cause of the customer¿s complaint of a hydromorphone over infusion was not identified device history review: review of the source pca module service history record showed the device had a manufacture date of (B)(6) 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records in trackwise was performed for the returned source devices (s/n (B)(6)) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device over infused 0.2mg hydromorphone with a loading dose of 0.4mg in a 50 ml syringe. The lockout was set at 15min pca dose. It was raised to 0.3mg at 0736 am pst on (B)(6) 2020. It was stopped at 1048pm pst when the nurse noticed there was 25ml left in the syringe but the pump said it only infused 20ml. Patient was stated to have become confused/paranoid and an unspecified intervention was performed to prevent impairment/damage (devices). Customer stated there was no further information available. Tubing was discarded.

Event description:
It was reported that the device over infused 0.2mg hydromorphone with a loading dose of 0.4mg in a 50 ml syringe. The lockout was set at 15min pca dose. It was raised to 0.3mg at 0736 am pst on (B)(6)2020. The infusion was stopped at 1048pm pst when the nurse noticed there was 25ml left in the syringe but 20ml was showing in the device. Patient was stated to have become confused/paranoid and an unspecified intervention was performed to prevent impairment/damage. The device was removed from service and oral (by mouth) pain medications were given instead. Customer stated there was no further information available. The tubing was discarded.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device over infused 0.2mg hydromorphone with a loading dose of 0.4mg in a 50 ml syringe. The lockout was set at 15min pca dose. It was raised to 0.3mg at 0736 am pst on (B)(6) 2020. It was stopped at 1048pm pst when the nurse noticed there was 25ml left in the syringe but the pump said it only infused 20ml. Patient was stated to have become confused/paranoid and an unspecified intervention was performed to prevent impairment/damage (devices). Customer stated there was no further information available. Tubing was discarded.